Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced missing additive and red cell hang up. The following information was provided by the initial reporter. The customer stated: problème avec les tubes secs sstii 7ml, référence (B)(4), qui mettent beaucoup de temps à coaguler et laissent des traces d'hématies le long des tubes après centrifugation. Google translate: problem with 7ml sstii dry tubes, reference (B)(4), which take a long time to coagulate and leave traces of red blood cells along the tubes after centrifugation.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. Attached photograph shows evidence of red cell ring. Poor clot formation was not observed from the photograph provided. Bd was able to confirm the customer¿s indicated failure mode with the photograph provided for red cell ring. Unable to confirm poor clot formation from the photograph provided. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues for lot #¿s 2164897 and 2164898. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. The complaint history review revealed no trend for the reported issues on lot # 2095157; no trend was found on this lot number. Based on a review of the device history record for the incident lot #'s, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell ring based on the photos provided. Poor clot formation is confirmed on lot #'s 2164897 and 2174898 based on the sample quality trend identified, a corrective and preventive action was created to address the issue on lot #¿s 2164897 and 2164898. Poor clot formation is not confirmed on lot # 2095157. A root cause for lot # 2095157 was unable to be determined and is not included in the corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced missing additive and red cell hang up. The following information was provided by the initial reporter. The customer stated: problème avec les tubes secs sstii 7ml, référence (B)(4), qui mettent beaucoup de temps à coaguler et laissent des traces d'hématies le long des tubes après centrifugation. Google translate: problem with 7ml sstii dry tubes, reference (B)(4), which take a long time to coagulate and leave traces of red blood cells along the tubes after centrifugation.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2164897. Medical device expiration date: 2023-12-31. Device manufacture date: 2022-06-13. Medical device lot #: 2095157. Medical device expiration date: 2023-10-31. Device manufacture date: 2022-04-05. Medical device lot #: 2164898. Medical device expiration date: 2023-12-31. Device manufacture date: 2022-06-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.